Event description:
Pt reported, the infusion device provided 3 power pack depleted (e2) error messages but then the battery seemed to be "ok." Pt's blood glucose elevated to 15.9 mmol/l (286.3 mg/dl), and she believes the infusion device was not delivering the basal rates correctly. Her normal blood glucose is 6-7 mmol/l (108-126 mg/dl). Pt had no lifestyle changes and she was not ill. Pt reported, she could not feel the "buzzing" of the basal rate delivery anymore. The infusion device was replaced and requested for eval. The pt did not require treatment from health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.